Event description:
On 15-mar-2026, it was reported by a sales representative via phone that an ar-9094-10-3325r hole for the lag screw was too proximal so screw would not align. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.